Event description:
The customer had hyperglycemia few days prior to their hospitalization for dka. Bgs were treated with insulin drip. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol. It was indicated that the customer is on manual injections and would be using the pump once bgs are stabilized.